Event description:
It was reported by an attorney that patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted, concurrently with removal of previous mesh and cystoscopy due to pelvic pain and stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urinary leakage, nocturia, dysuria, urge incontinence, dyspareunia and urgency. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that following implanting the patient experienced additionally extrusion, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/7/2017.